Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2022, a pump history log review was performed and there was no cartridge alarm that occurred. Pump functioned as intended. This event does not meet MDR requirements as defined by 21 cfr 803.